Event description:
A caller reported receiving a cgm error. There was no adverse impact to the customer¿s blood glucose level. The caller was guided through a pump reset by technical support, and after the reset, the error code did not appear again. Additionally, the caller was advised to wait 20 minutes before starting a new sensor session.